Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices failed an active exhalation verification test step during testing. The technician recommends replacing the proportional valve and 3 way solenoid valve to resolve the issue. The evaluation is currently pending the final outcome. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices failed an active exhalation verification test step during testing. The technician recommends replacing the proportional valve and 3 way solenoid valve to resolve the issue. The evaluation is currently pending the final outcome. If any additional information is received, a follow-up report will be filed. New information: the trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. The device passed all test, and the system meets the specification for the performed service and is returned to use. Box h conclusion code grid was updated.